Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance during a generator changeout with the replacement implantable cardioverter defibrillator (ICD). It was noted that the impedance was within range before. The lead was reversed in the header, and high out of range shock impedance was still observed. The therapy configuration was reprogrammed. Technical services (ts) provided additional troubleshooting actions. The lead remains in use. No adverse patient effects were reported.